Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status ¿ok¿. The devicewas implanted for approx. 18 months.the inspection of the pacemaker¿s memory revealed no anomalies. There were noindications of a device malfunction.the pacemaker was subjected to an electrical analysis. The ability of the device to delivertherapies was verified. The anti-bradycardia pacing pulses proved to be flawless and inamplitude and frequency as programmed.in summary, the device is fully functional. There was no indication of a material ormanufacturing problem.

Event description:
Per the patient's following physician, this patient expired on (B)(6) 2014 and the cause of death was hrv and heart valve disease. There are no known complaints against this device. Should additional information be received, this file will be updated.